Manufacturer narrative:
Concomitant products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to increase her ma past approximately 1.1 in all three groups. Upon meeting patient at physician's office, impedance checks showed electrode 0 greater than 40000 ohms. All three groups had electrode 0 programmed. No factors were known to have led or contributed to the issue. The rep was able to successfully program three groups not incorporating electrode 0. The issue resolved. No symptoms were reported.